Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula of the device bent as the physician attempted to actuate the device; therefore, the snare loop could not be extended from the sheath. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.this event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(4): visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. One kink was noted in the proximal section of the working length. The condition of the returned device rendered functional testing impossible. The complaint that the loop would not extend was confirmed; the detached flare prevented device extension. Manipulation of the device during the procedure likely caused the kink near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can cause the flare to detach and the key tube to come out of the dongle assembly; therefore, the most probable root cause of the defects identified is operational context.